Event description:
This patient complained of redness and swelling with discharge about 4 weeks post-op. The discharge did not contain infection. Dr referred the pt to another dr who performed revision. He removed what was left of implant and repaired cuff tendon.